Event description:
The patient presented to the emergency room (ER) with skin irritation allegedly caused by zio monitor. The patient experienced a burning sensation, blisters, redness, broken skin, unpleasant taste in the mouth and pain. The device was removed. While in the ER, the patient was prescribed an unspecified topical cream to treat the skin reaction. The patient was also diagnosed with an upper respiratory infection unrelated to the device. It was noted that the patient was allergic to the prescribed medication and subsequently received a steroid injection.

Manufacturer narrative:
A review of the complaint revealed that the patient was prescribed zio monitor for a 14-day prescribed wear period. The patient does have sensitive skin and does not have a history of reaction to medical adhesive. While the cause of the reported event cannot be determined, the patient¿s preexisting sensitivity cannot be ruled out as a contributory factor. However, skin irritation is an inherent risk of the device. The device manual's ¿warnings¿ section read as follows: do not use the zio monitor on patients with known allergic reactions to adhesives or hydrogels or with a family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.